Event description:
It was reported the patient was experiencing pain at her scs ipg site for the past six months. Patient will f/u with her physician to determine next steps to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.